Manufacturer narrative:
The unknown biomet screw was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The product complaint evaluation # (B)(4). Investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). The reported event could not be recreated due to the nature of the dental device and event (loosening) and the complaint is related to the functional performance of the device. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as item and lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw loosening) or devices (unknown biomet screw). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up," checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unknown biomet screw loosening. Tooth location 46.